Manufacturer narrative:
(B)(4). D10: 00771100900 item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset lot # 64415695, 00620205222 item name shell porous with cluster holes 52 mm lot # 64622908, 00625006525 item name bone scr 6.5x25 selftap lot # 64611734, 00625006525 item name bone scr 6.5x25 selftap lot # j6790171, 00-8775-036-01 item name biolox delta hd 12/14 36x3.5 lot # 3016142. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient experienced pain in the thigh bone midway down the femur. The devices remain implanted and there is no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; g3; h2; h3; h6. The following sections were corrected: h11. Upon receipt of additional information, it was determined this product should not have been reported.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.